Event description:
The customer reported that the "equipment turns on and off." There was no patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.